Manufacturer narrative:
Concomitant product: 5076, lead, implanted: (B)(6) 2008. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated rv (right ventricular) oversensing. Beginning (B)(6) 2015 t-wave oversensing (twos) was identified in non-sustained ventricular tachycardia episodes.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). Sense polarity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.